Event description:
Asr revision reported by sales rep. Asr xl - unknown hip side (querying as der says right hip but left hip is stated below). Reason for revision: dislocation, inflammation, adverse reaction to metal debris. Rec'd 06apr15, left hip; revision/dislocation; chronic inflammation in the hip consistent with chronic adverse reaction to metal debris. Head, liner and shell marked as revised, but stem is also included on the device log. Diagnosis for primary hip surgery: osteoarthritis, resurfacing hip arthroplasty. Comorbidity: obese - clinical (bmi >= 30 and less than 40). Activity level @ (B)(6) 2015 eval: distance walked: indoors only with single cane most times; socks/tie shoes: with difficulty; sitting: any chair 1 hour; deformity: none. (I spoke with the site coordinator today ((B)(6) 2015) and she was going to send op notes to me but I haven't rec'd anything yet. I was asking her about the fact that they marked head, liner and shell but only the head and cement are listed on the primary. Also the stem is included on the device log as being revised).

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref.(B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.(B)(4)

Manufacturer narrative:
Depuy still considers this investigation closed at this time

Event description:
Update rec'd 01/16/2016: supplemental info received. Part/lot has been received for the cup. Part/lot is still unknown for the stem and taper sleeve. This complaint was updated on: 02/01/2016.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update rec 9/8/2015 - litigation papers allege pain.